Event description:
It was reported that head of the screw came apart during surgery. The surgeon implanted a pedicle screw in a patient in the galway clinic today. When he went to screw the locking cap and rod into place he found that the screw head had came away from the screw. He removed the remainder of the screw and replaced it with a new screw. No further information was provided. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. The device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Actual event date not known. The device was returned for inspection and the event was confirmed. Our visual inspection and evaluation has shown that the screw and the head, which is separated from the screw was manufactured to specifications. No product fault could be detected. We are not able to determine the exact cause of this occurrence. Based on the provided information we suppose that the collet in the head was blocked in its upper position during the insertion. This can lead to a separation of the head from the screw. To avoid such an occurrence in the future the design of the retaining sleeves has been adapted to better hold the collet in a lower position. Next to that we recommend to use the alignment tool for polyaxial screw heads to adjust the heads. This does also help to avoid a displacement of the collet. Conclusion: the implant was manufactured in accordance with the specifications and no indication of a manufacturing defect could be found. However, we are not able to determine the exact cause of this occurrence and the complaint condition remains unknown.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Additional information review of the dhrs showed there were no issues during the manufacture that would contribute to this complaint condition. Manufacturing date changed from 12/01/2011 to 11/28/2011.